Event description:
It was reported that shaft break occurred. The target lesion was located in the abdominal aorta. A .035in, 300cm ex/c tip b/5 back-up meier guidewire was selected for use. During unpacking, it was noted that the guidewire was unwinding at its tip and the wire of the shaft was visually fractured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
Initial reporter facility name: (B)(6) university.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). The guidewire was returned, and it was observed that the device was bent and stretched at transition distal. Based on analysis of the returned product, the reported detachment allegation could not be confirmed due to lack of evidence and the reported tip damage is confirmed as the device was bent and stretched at transition distal. No other issues were identified with the device and no patient complications were reported.

Event description:
It was reported that shaft break occurred. The target lesion was located in the abdominal aorta. A .035in, 300cm ex/c tip b/5 back-up meier guidewire was selected for use. During unpacking, it was noted that the guidewire was unwinding at its tip and the wire of the shaft was visually fractured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.